Manufacturer narrative:
The person who reported this incident is no longer with (B)(6), the risk management person who responded, reviewed the operative report and confirmed that the atrium device was used, however, there were no issues noted with the atrium device. Both (B)(4) and atrium medical consider this a non incident and the matter is closed.

Event description:
During abdominal aortic aneurysm repair, the endoluminal stent graft (elg) mechanism failed to deploy.